Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and hospitalized due to high blood glucose on (B)(6) 2021. The customer¿s blood glucose level was 600 mg/dl at time of incident. The customer¿s blood glucose at the time of call was 206 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and intravenous insulin drip. Customer stated that they cannot adjust the bolus. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The device will not be returned for analysis.